Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had high blood glucose. Customer had blood glucose was 298 mg/dl. Customer was running low last time they placed an order they cut it down to two now they were danger of running out. Customer stated that they changed set and reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.